Manufacturer narrative:
(B)(4).

Event description:
It was reported that a session record revealed the right ventricular lead exhibited high voltage low impedance. No patient symptoms or intervention was reported. No additional information could be obtained at this time.

Event description:
New information reported stated that on (B)(6) 2016 the patient presented to the clinic for a routine follow-up. The physician noted two episodes of out of range impedance. The physician elected to program, the svc off and good measurements were noted. The patient was in good condition and would continue to be monitored.